Event description:
The device was used during a partial liver resection. Reportedly, the device would not open after firing. The staples did not form correctly and the knife did not completely cut. No patient injury was reported.